Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's father reported via phone call that the customer's device has a bolus stopped alarm message. Customer's father advised this alarm comes on a couple of times a week and although it can be cleared, the device does not give a sound or vibration when the alarm occurs. Customer's father also advised that they are getting another alarm that detects movement in hall sensor counts that are unexpected. Customer was advised that this alarm occurs since the device did not command motor movement. Customer's father advised customer has not used the device as a result of these two alarms. The customer was advised that the insulin pump would be replaced and agreed to return the device for further testing.

Manufacturer narrative:
The insulin pump was returned for an error 130 that was confirmed on download traces files. The motor was visual inspected, no moisture damage or contamination noted. No loose or disconnected motor flex connector noted on the printed circuit board; the motor may have an intermittent failure that was not detected during our testing. However, the insulin pump passed self test, sound and vibration functioned properly. No unexpected bolus stopped alarm noted. The insulin pump passed displacement test, rewind, seating, basic occlusion and occlusion test. No unexpected insulin flow blocked alarm noted during our testing. The insulin flow blocked feature functioned properly during basic occlusion and occlusion test. The insulin pump was received with cracked reservoir tube lip, scratched case and minor scratched lcd window.